Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgery was a planned extraction of click¿x l4/l5 and implantation of expedium (depuy) l2/l5. The screw did not break during the healing process; it broke during the remobilization surgery of the 3d head l5 right. The distal end of the screw remained in the patient. The surgery was then modified to expedium si from l2 to l5 on the left side and l2 to l4 on the right side. There was no report of a surgical delay or patient harm. This report is 2 of 2 for complaint com-(B)(4).

Manufacturer narrative:
Date of implant reported as unknown date in 2003. Additional product code for this report includes; mni, mnh, kwp and kwq. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.